Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (321mg/dl). The customer treated via correction bolus. Tandem's technical support recommended that customer consult with their healthcare provider regarding managing high bg levels.